Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed due to unavailable sample. The root cause is an incomplete connection between a supply line and a solution bag. This review found the labeling adequate for the reported user errors in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice (hc) during prime. The caregiver (cg) stated they were using the spike-type bags. The cg stated they were unable to resume the prime cycle. The cg stated the check supply line alarm returned. The baxter technical service representative (tsr) assisted the cg to push the spikes on both bags in and press stop and go. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up the cg stated the home patient (hp) had pushed in the spikes, resumed prime and continued the therapy. The supplies were discarded afterwards and the lot number was unknown. The hp has continued therapy with no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted should additional information become available, a follow up MDR will be sent.